Manufacturer narrative:
Catalogue #: there are two (2) suspected product codes 5c4483 and 5c4482. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no allegation against the titanium adapter, and it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.